Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device was implanted on (B)(6) 2024. During a routine 45 day follow up examination, transesophageal echocardiogram (tee) revealed a pedunculated thrombus on the top left of the closure device. The patient was place back on eliquis until the next follow up tee.

Manufacturer narrative:
B3: date of event - bsc aware date used as event date is unknown.